Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 37 mg/dl. Low bg cause was not known. Reportedly, the customer "pass[ed] out behind the wheel leading to a car crash", resulting in "2 broken ribs". Customer went to the emergency room and was treated with intravenous fluids of saline. Customer was discharged the same day with the issue resolved and no permanent damage.